Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: qcmprh and qdmdjq device history lot: a manufacturing record evaluation was performed for the finished device lot number qcmprh / vcp771dcn31, and no non-conformances related to the reported complaint condition were identified. Mfg. Date 3/31/2020 exp. Date 2/28/2025 a manufacturing record evaluation was performed for the finished device lot number qdmdjq / vcp771dcn31, and no non-conformances related to the reported complaint condition were identified. Mfg. Date 4/20/2020 exp. Date 3/31/2025.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the problem of pulling off suture needle happened. Changed another one to complete the surgery. The customer didn't remember whether the exact lot involved in this case was qcmprh or qdmdjq. No additional information could be provided.